Event description:
It was reported that during interrogation it was noted the right atrial lead exhibited abnormally large p-waves and signal matched up with surface qrs signal. The atrial lead remains in use, the device was reprogrammed to vvi mode and surgical intervention scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2015. (B)(4).